Event description:
Customer reportedly obtained results of 195mg/dl and 97 mg/dl on the same device within 10 minutes. Customer reports drinking orange juice due to feeling hypoglycemic. No adverse event reported. No strip information provided and no quality controls were used. Requested return of suspect device and replacement was sent.